Event description:
Facility alleged foot end brakes were not working when brakes engaged. No injuries reported.

Manufacturer narrative:
Tech found that the brakes would set and hold at one end but not on the other end of stretcher. Isolated problem to broken rocker arm or linkage. Replaced with upgrade kit to resolve this issue.